Manufacturer narrative:
(B)(4). The biomedical engineer reported to physio-control that the power supply assembly was replaced which resolved the reported issue. Physio provided the customer with a replacement power supply assembly. The device nor the replaced power supply assembly were sent to physio-control for an evaluation. After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Event description:
The customer contacted physio-control to report that their device was unable to power on and the ac led indicator was not working when plugged into an ac source. There was no patient use associated with the reported event. After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).